Event description:
It was reported that when programmed to bipolar there was a loss of capture and the patient became symptomatic. The clinician pressed the emergency vvi button and then programmed the leads back to unipolar. Subsequently, the pulse generator could not be interrogated so it was explanted and replaced.

Manufacturer narrative:
Final analysis found that telemetry was lost when the device battery voltage was at 2.62 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.